Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393007, 510k #k094025 and upn #(B)(4) was cleared in the united states. Neither the product nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) at l2-5 and transforaminal lumbar interbody fusion (tlif) at l5 due stenosis. Intra-op, the cage broke immediately after being inserted to the intervertebral disc space because the intervertebral disc space was narrow. The broken product was all explanted and new one was opened to deal with the issue. No fragments remained in the patient. No any patient symptoms or complications were reported as a result of this event.